Event description:
Boston scientific received information that the the left ventricular (lv) lead exhibited loss of capture at maximum outputs and high out of range pacing impedance measurements of greater than 2000 ohms. The lead was surgically abandonded during a revision procedure and a new lv lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.